Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a luer lock-to-bag-adapter internal thread had a hair in the packaging. This issue was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B3: event date: during follow up, it was clarified that the event occurred on (B)(6) /2021. E1: initial reporter address: (B)(6) (previously submitted as ni) e1: initial reporter city: (B)(6) (previously submitted as ni) e1: initial reporter postal code: (B)(6) h4: the lot was manufactured from (B)(6) , 2020 - (B)(6) , 2020. H10: the device was received for evaluation. Visual inspection was performed and a loose hair was observed inside the sealed sterile package. The hair was approximately 1.5 inches, not touching the product, and not in the fluid pathway. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause is manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.